Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of a 29 mm sapien 3 valve by tf approach, the operator felt high resistance during valve alignment. Manual valve alignment was attempted, but it was not possible. Bleeding in the delivery system was seen and it was decided to abort the attempt. The valve and delivery system were withdrawn into the esheath where the valve became stuck. The whole system was removed from the patient with no problem. A new 29 mm sapien 3 valve was prepped and placed successfully. As per medical opinion, the challenging anatomy of the patient might have played a significant role in this case as the femoral artery and aorta were extremely tortuous.

Manufacturer narrative:
The complaint devices (delivery system, esheath, and valve) were returned in a used condition with the valve crimped on the inflation balloon of the delivery system and the delivery system and valve located within the sheath shaft. After initial assessment of the condition of the returned devices, the delivery system was advanced through sheath. It was noted that the inflation balloon / crimp balloon (I/c) was separated, there was bunching/wrinkling observed on the crimp balloon, and the flex tip was damaged (gouges most likely from valve). No other visual abnormalities were observed. Due to the location of the inflation balloon to crimp balloon separation (just proximal of I/c bond) and condition of the returned device (bunching of the crimp balloon), no relevant balloon measurements could be taken. The delivery system flex tip represents the largest delivery system component that is passed through the esheath. To investigate if the flex tip potentially contributed to the reported resistance during delivery system retrieval, the flex tip outer diameter (od) was inspected. The flex tip od measurements met the specifications. Functional testing related to valve alignment difficulty, delivery system withdrawal difficulty, and torn balloon were unable to be performed due to the condition of the returned device (separation at crimp balloon and unavailable/missing device components). However, the complaints for withdrawal difficulty (valve through sheath) and balloon torn were confirmed by visual inspection. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any other issues that could have contributed to this complaint. Review of complaint history from (B)(4) 2015 to (B)(4) 2016 revealed similar returned complaints for valve alignment difficulty for the edwards commander delivery system (all sizes). A review of complaint history reveals that the occurrence rates for the complaint codes of difficulty with valve alignment, delivery system withdrawal, and balloon torn did not exceed the (B)(4) 2016 control limits for the commander delivery system trend categories of ¿valve alignment difficulties,¿ ¿withdrawal difficulty,¿ or ¿damaged,¿ respectively. No IFU/training deficiencies were identified. The crimp balloon undergoes 100% balloon dimensional inspection for length, distal ID, proximal ID and wall thickness. It is also 100% visually inspected for general appearance/gross defects under magnification, foreign matter, impurities, contamination, fish eyes, and gel spots. The inflation balloon undergoes 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. It is also 100% visually inspected for witness lines, foreign matter, impurities, contamination, deformation on the cone, crow¿s feet, gel spots, fish eyes, and scratches. The commander delivery system undergoes multiple 100% inspections related to balloon torn. During the pleat and fold process, the inflation balloon was visually inspected. Additionally it is inspected visually for contamination. It was also inspected dimensionally throughout the production of the balloon. The fully assembled commander delivery system was 100% visually inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.5x magnification. The crimp/inflation balloon bond is inspected under 2.85x magnification for smoothness and bond gaps. In addition, the bond is inspected for bubbles. The commander delivery system is leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Furthermore, the manufacturing lot underwent product verification testing under a sampling plan. Visual inspection was conducted prior to functional testing for physical defects such as kinks or cracks. During product verification (pv) testing, the inflation balloon to crimp balloon bond strength and balloon burst pressure were tested and met statistical acceptance criteria, as the natural log transformed ltl (lower tolerance limit) was above the lower specification limit (lsl) of 38 n. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Complaint for valve alignment difficulty could not be confirmed and no manufacturing non-conformances were identified in the returned complaint device. However, based on the returned condition of the device, the complaint for torn balloon was confirmed, but no indication of a potential manufacturing non-conformance was identified. Due to the returned condition of the device, dimensional and functional testing was unable to be performed. Imagery of valve alignment during the procedure was not provided for imagery review. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. While a definitive root cause was unable to be determined, available information supports that patient and procedural factors (performing valve alignment in a tortuous portion of the anatomy) contributed to the reported complaint. Based on the returned condition of the devices, the complaint for withdrawal difficulty was confirmed, but no indication of a potential manufacturing non-conformance was identified. Patient factors such as tortuous or calcified vessels can impact coaxility of the device during retrieval, which can contribute to difficulties experienced during delivery system withdrawal. In addition, if the inflation balloon and crimp balloon are separated/torn prior to, or during withdrawal, the separated components can create difficulties retrieving the delivery system, where the torn inflation balloon and thv are unable to be retrieved into the tip of the esheath. At this time a definitive root cause was unable to be determined. Since no manufacturing non-conformances were able to be identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was identified in the returned sample, a pra is not required for the difficulty with valve alignment and withdrawal difficulty of valve through sheath. Regarding the balloon torn, no related complaints were confirmed in 2014, therefore no control limits were established for 2015. As there have been at least 3 occurrences per month of balloon ¿ torn in october, november, and december, an actionable threshold was reached. Per management discretion, the decision has been made to initiate a product risk assessment (pra) for further assessment of the balloon torn issue. The complaint was unable to be confirmed for difficulty with valve alignment and no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the (B)(4) 2016 control limits for this trend category. Therefore, no corrective or preventative action is required. The complaint was confirmed for withdrawal difficulty, but no manufacturing nonconformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate does not exceed the (B)(4) 2016 control limits for this trend category. Therefore, no corrective or preventative action is required. The complaint was confirmed for torn balloon, but no manufacturing non-conformities were able to be found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the (B)(4) 2016 control limits for this trend category. However, at management discretion a pra has been initiated for risk assessment and consideration for potential for further escalation.